Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump functioned properly. Intermittent button response noted during testing due to corroded keypad traces. No button error alarm noted. The insulin pump was received with cracked case on display window corners, minor scratched liquid crystal display window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The pump passed the delivery accuracy test.

Event description:
It was reported that the customer had a button error and it could not be cleared by pushing the esc and act buttons. Customer's blood glucose level was 34 mg/dl. Customer removed the battery and put the same one back in. Customer had a low blood glucose level last night and the paramedics were called. Customer stated that the screen is blank and alarming. The alarm will not blink in order to clear. Customer was advised to remove the battery. Customer was treated by the paramedics and was hospitalized on (B)(6) 2013. Customer was off the pump 2 days before the event and had diabetic ketoacidosis. Customer was not wearing the pump during hospitalization and was off the pump for 6 days. Customer did not wear the pump the first day home from the hospital. Customer was hospitalized in the middle of march due to low blood glucose levels. Customer's blood glucose levels were in the 30's mg/dl. Customer does not know the cause of the low blood glucose levels. No additional information provided.